Event description:
It was reported by the patient that the patient underwent a posterior spinal procedure. Approximately 3 years post-op, the patient reported a potential failure with the rod. Reportedly, revision surgery is scheduled but has not taken place yet. No additional complications have been reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.